Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: as no imaging was provided and the product was not returned, it was not possible to determine the exact root cause or the nature of the reported fraying. The most likely root cause of the reported event is high friction of the system through the primary stent graft. No evidence was found suggested that the device was manufactured outside of specifications. The distal part of the sheath was 100% inspected according to specifications. As per IFU, the user should inspect the device prior to use. In case damage has occured as a result of transportation, the product should be returned to cook. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent repair of dissecting aortic aneurysm. Replacing the ascending aorta with an artificial vessel and debranching by open surgery had been performed due to type a aortic dissection, so the landing zone was in the artificial vessel. The physician determined another open surgery was difficult, so he chose tevar. The access vessel was the right femoral and its diameter was large enough for the delivery system. After the physician placed zteg-2p-34-202-pf in the proximal side and zteg-2p-42-216-pf in the distal side, he found the overlap of those were not enough, so he attempted to place esbe-42-81-t-pf to bridge those two stent grafts. However he felt unnatural 'lodging' when the delivery system of esbe-42-81-t-pf reached the stent graft previously placed in the proximal side. He removed the delivery system and found the sheath tip was frayed. He's not sure if it was frayed before or after insertion into the patient, but he determined that re-insertion into the vessel was risky, so he replaced it with zteg-2p-42-162-pf. The replacement had no problem to advance to the target site and the stent graft was placed successfully, and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under 510(k)p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent repair of dissecting aortic aneurysm. Replacing the ascending aorta with an artificial vessel and debranching by open surgery had been performed due to type a aortic dissection, so the landing zone was in the artificial vessel. The physician determined another open surgery was difficult, so he chose tevar. The access vessel was the right femoral and its diameter was large enough for the delivery system. After the physician placed zteg-2p-34-202-pf in the proximal side and zteg-2p-42-216-pf in the distal side, he found the overlap of those were not enough, so he attempted to place esbe-42-81-t-pf to bridge those two stent grafts. However he felt unnatural 'lodging' when the delivery system of esbe-42-81-t-pf reached the stent graft previously placed in the proximal side. He removed the delivery system and found the sheath tip was frayed. He's not sure if it was frayed before or after insertion into the patient, but he determined that re-insertion into the vessel was risky, so he replaced it with zteg-2p-42-162-pf. The replacement had no problem to advance to the target site and the stent graft was placed successfully, and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.